Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got the replace battery alert then received battery failed alert. The customer¿s blood glucose level was 159 mg/dl. The customer reported that the battery cap contacts are not missing, damaged, or corroded. The customer also reported that the battery compartment and the spring are not damaged or corroded. The customer was advised to revert to back up plan. The device will not be returned for analysis.